Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot#: va214kt, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: va214kt, ubd: 01-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via the manufacturer's representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had return of symptoms during programming which was performed on (B)(6) 2019, but the issue was not resolved at the time of the report. The surgeon determined that the lead was ventral and a revision was planned and scheduled for (B)(6) 2019. Additional information was received from the rep stating that it was unknown if there was lead migration leading the lead being ventral.